Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a static fill estimate issue currently being experienced. There was no reported adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause, explaining that the issue can occur due to a variance in measured pressures, and reassured that the fill estimate will count down normally once the correct insulin level is reached. The caller understood and acknowledged the explanation.